Manufacturer narrative:
Customer's weight was reported as (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) allow product return.

Event description:
Reporter stated a button on the infusion device does not function. No adverse event was reported. The alleged product cannot be returned due to legal and customs issues.